Manufacturer narrative:
E1: (B)(6). The device has been returned to olympus service center for evaluation and the reported issue was confirmed. Additionally, the evaluation found: due to pinching on bending section cover (a-rubber), water tightness was lost; due to a cut on connecting tube, water tightness was lost; adhesive on bending section cover (a-rubber) had a chip; adhesive around objective lens was peeled; light guide lens had discoloration; connecting tube had a dent; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the coating of the insertion tube on the tracheal intubation videoscope showed was peeling. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed that the image guide tube coat was peeling (more than 1mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection, section 3.2: inspection of the endoscope. Investigation found the peeling on the insertion tube was possibly caused by stress of repeated use, external factors or device handling. However, the root cause of the reported issue was unable to be specified. Olympus will continue to monitor field performance for this device.